Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent cartridge alarms (alarm 19) occurred during basal delivery with multiple cartridges. Customer's blood glucose was approximately 70 mg/dl. Reportedly, the customer will monitor pump performance and call back if the issue reoccurs.